Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent removal surgery at l5/iliac after bone fusion achieved. Intra-op, tip of the ball ended driver broke while removing the implant. No fragment of the implant or instrument was remaining in the patient. There was a delay of less than a 60 minutes during a procedure. No patient complications were reported.

Manufacturer narrative:
Product analysis result: visual microscopic hardness visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Optical fracture surface analysis reveals a fairly flat fracture surface, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.